Event description:
Through the (B)(6) clinical study the patient reported experiencing severe migraines, severe neuralgia on the right side and occipital nerve swelling. She indicates ongoing follow up with a neurologist and reports receiving left side occipital nerve injections and bilateral botox injections for migraines. No medical records or the name of the neurologist were provided, therefore the reported event is unable to be confirmed.

Manufacturer narrative:
The joint remains implanted, therefore no product will be returned to the manufacturer for evaluation. The warnings in the package insert state these types of events can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event, see also 1032347-2015-00319, 1032347-2015-00320 and 1032347-2015-00322.